Event description:
It was reported the patient experienced fluid drainage located at the ipg site. The ipg site was debribed and dressed. In turn, the patient was prescribed antibiotics and ongoing dressing changes. Reportedly, the patient's infection site appeared improved. Follow-up with the physician may occur later.

Event description:
Additional information received advised that the infection has resolved.